Event description:
Facility reported: tc bed that the head will not go up or down. CPR worked but still no head up. No injury reported.

Manufacturer narrative:
Tech found the tc bed that the head will not go up or down. CPR worked but still no head up. Replaced the manifold on this bed to resolve issue.